Event description:
Report of explant of device system due to "removed secondary to pocket infection 2000" received per annual device tracking report. Follow up with hcp revealed onset/diagnosis of infection was 1999 with symptoms of fever, redness and meningeal signs and symptoms. The primary location of the infection was the device pocket. The cerebro-spinal fluid was cultured but no organisms were detected. The pt was treated with oral and IV antibiotics and total device system explant. The infection has resolved. The pt risk factor was malnutrition or extremely thin.